Manufacturer narrative:
(B)(4)

Event description:
It was reported during the patient's ((B)(6)) lead revision procedure (reference MFR report: 3008829311-2016-00269) the physician was unable to completely remove the lead. When the physician attempted to remove the lead, the lead separated and a lead contact remained in the l1 foramen. There are no plans to remove the portion of the lead that remains implanted. No patient complications have been reported.